Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer reported that the device was exposed to an airport body scanner. Blood glucose level at the time of the incident was 263 mg/dl. The customer was unable to troubleshoot at the time of the call. The insulin pump was not replaced or returned for analysis.